Event description:
Insulation on tip came off inside patient. This was noted at the end of procedure and removed before closing. No impact to patient.

Manufacturer narrative:
The returned product was cleaned, decontaminated and forwarded to quality engineering. Upon examination the shrink (insulation) tube was found to be intact, but not attached to the scissor. The shrink tube was measured and found to be at the pre-shrink size. It appears that the shrink tube was put in place, but was not subjected to the heat/shrink process.